Event description:
Dealer advised frame is broken at the weld where the rear is located. Dealer advised not available how long enduser has been using chair. Dealer could not provide any further information. Dealer advised will call back.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.